Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/22/2014 with the following findings: there were no black box or history findings pertinent to the reported power issue. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal: the relation of this device failure to the reported power issue can not be determined, as the reported power issue would have to be duplicated to determine such. The returned battery cap was found to be free of damage. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported power issue, a second battery compartment crack was observed between the grip pad and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and the pump was experiencing a no-power issue. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.